Manufacturer narrative:
The technician replaced the CPR bracket to repair the bed.

Event description:
Info received indicates the head section is drifting down. This is a slow drift over several hours.